Manufacturer narrative:
(B)(4). Concomitant product(s): unknown head, calalog#: ni, lot# ni. Unknown stem, calalog#: ni, lot# ni. Unknown taper adapter, calalog#: ni, lot# ni. All therapy date ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05985, 0001825034-2017-05987, 0001825034-2017-05988. The revision surgery haven't happen yet. Once additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.